Event description:
The patient reported back to back test readings (obtained 5 minutes apart using different finger sticks) on their surestep meter of 131, 183 and 170 mg/dl (32% difference). No symptoms reported or harm alleged by patient. Control test reading (obtained using new solution) was in range. Lfs representative reviewed blood sample application and cleaning procedures with pt.